Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm. The contact stated that the customer had to "reset the pump". Reportedly, after resetting, the pump started working again; however, the contact was unclear on what exactly was done. The customer's blood glucose level was not impacted. Although requested, no further information was provided regarding this event.